Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap is partially fractured distal to the uv glue zone; the fiber/glass cap distal part is detached and not returned; the fiber is bent at 5mm from break location; the heat shrink tubing open end exhibits signs of abrasions and melting, and erased red octagonal sign and blue arrow indicator; the fiber appears blackened at and near the heat shrink tubing open end. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 11:07 minutes, 59,894 joules while using the surgical fiber during a pvp procedure, the fiber tip broke / was damaged. The fiber was replaced and the procedure completed using a second surgical fiber. There was no patient injury reported.